Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded a high shock impedance of greater than 125 ohms and noise on the shock channel. An attempt was made to recreate the noise with isometrics and pocket manipulations, and were unsuccessful. Technical services (ts) reviewed the electrograms and noted noise on all three channels, thus noting the noise could be electro magnetic interference (emi) and unrelated to a lead and or connection-related issue. It was noted that the shock impedances have varied since the implant of the device. Ts discussed troubleshooting options. It was also noted that this patient had a separate rate/sense lead in the right ventricle (rv). It was noted that the patient was to be brought back for additional defibrillation threshold testing in the near future. Additional information was provided that high shock impedances of greater than 125 ohms were again observed, and it was questioned what were the general indications for high voltage leads reversed in the header. Ts discussed that would not lead to noise on the rv channel. It was noted that no shocks have ever been delivered with the device. Boston scientific technical services (ts) discussed their concern with the high shock impedances of greater than 125 ohms, that the device may not be able to convert the patient. Ts discussed trying different shocking vectors. It was noted that the patient will continue to be monitored due to the patient's age and health condition. No adverse patient effects were reported.